Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump received no delivery alarm. The customer's blood glucose was 576 mg/dl. Assisted customer in performing a 5.0 unit fixed prime. Customer stated insulin pump alarmed no delivery. The insulin pump will not be returned for analysis.